Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the shaft of the xience pro x 3.0 x 15 mm stent delivery system separated into two pieces during preparation before use. There was no patient involvement. The xience pro was replaced with another device to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.